Manufacturer narrative:
(B)(4). Additional information received: did the detached tissue pad fall into the patient? Only a part of the pad fell off into the patient, not the entire pad. Was the detached tissue pad retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No. Is the detached tissue pad being returned with the device? No. Or, was the detached tissue pad discarded? The piece of pad that fell off was discarded.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a left hemicolectomy procedure, the device pad fell off from the tip of the jaws after the advanced hemostasis button was activated several times. Another like device was used to complete the procedure. There were no adverse consequences for the patient.